Event description:
A malfunction alarm was reported with a malfunction code of malf 9. There was no adverse impact on the customer¿s blood glucose level. Technical support provided the customer with pump reset information and assisted in resetting the pump. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump with instructions to call back if the issue reoccurs.